Manufacturer narrative:
The patient's implantable neurostimulator serial number was reported and information in section was updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that a por was seen on the patient programmer. It was noted the patient just had the ins replaced as a result of normal depletion. A clinician programmer was not available at the time of the report for troubleshooting/to clear the por. No patient symptoms were reported. No further complications were reported/anticipated.